Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified. The information will be used for tracking and trending purposes.

Event description:
It was reported that the pump time was off by three hours, cause was unknown. There was no reported impact to the customer's blood glucose. Customer corrected pump time and declined further troubleshooting.